Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect stat troponin-I result generated on an architect i1000sr analyzer for one patient. The initial result = 0.1 ng/ml; repeat results = <0.010 ng/ml, <0.010 ng/ml, and 0.00 ng/ml (customer cutoff = 0.027 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the instrument and found the valve, manifold kit (rohs) (7-77612-03) leaking. The part was replaced, and the issue was resolved. The instrument¿s service history was reviewed and did not identify any contributing factors on or around the time of the complaint. A review of tracking and trending in the product monitoring review for clinical chemistry systems did not identify any systemic issues or trends for the issue described in this complaint. A review of historical data associated with the valve, manifold kit (rohs) did not identify any trends, non-conformances, or potential non-conformances. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect i1000sr analyzer, (B)(6), was identified.